Event description:
Information was received indicating that during use, a smiths medical cadd legacy pump over infused. The reporter indicated that the patient stated the pump alarmed in the middle of the night. After the patient arrived with the pump turned off, it was noted that it showed 107 ml infused with 110 ml as the initial volume, once the volume was cleared it said 76 ml still needed to be infused. Therefore, the reporter indicated that it was unclear how quickly the patient received his full dose. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one cadd-legacy 1 was returned for investigation in used condition. The keypad and labels were intact, but the battery door was missing. The customer's concern regarding overinfusion was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The event log review of the most recent infusion indicated that the pump was reset for a reservoir volume prior to the start of the infusion but the volume given was not reset. The total given display included the prior infusion volume along with the most recent infusion volume, thus not the actual given volume; a programing error. A root cause was not established.